Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Additional information: "how is the patient currently?--- the patient was managed with intubation after reoperation. As a result, the patient's hospitalization was extended for three days than usual. The patient was getting well and the patient had already left the hospital. Is the patient expected to have a full recovery?---yes. Was the patient taking any anticoagulants? ---we have no detailed information. Patients preexisting conditions?---we have no detailed information. Was the source of the bleeding identified during the reop? Where were the sutures placed? ---we have no detailed information. If the drain was not standard care why was the drain left? ---bleeding was confirmed from the drain after the operation. Bleeding from the staple line was doubted and re-operation was performed. Total blood loss was 5000ml and blood infusion was performed 12 units. Was the reoperation open or laparoscopic?---open. Was only white used?---gold cartridge was used on glisson's capsule at the first firing. White cartridge was used on hepatic vein at the second firing."

Event description:
It was reported that after a lap hepatectomy, bleeding was found from the drain an hour after the operation, and reoperation was performed. Although the cause of bleeding was not identified, bleeding from the staple line or around of the 2nd firing was confirmed. Additional suture was performed to complete the case. The patient got well and was discharged from the hospital. The doctor commented that the device had functioned as intended and staples had been formed properly. No device will be returning.